Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the procedure to implant the scs system, invalid impedances were identified ((B)(6)) intra-operative testing confirmed the lead extension was the source of the issue. A new lead extension was used to successfully complete the procedure. The procedure was extended approximately 20 minutes with no adverse effects noted. Effective stimulation was achieved post-operatively.